Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a piece of the y-connector of a clearlink system non-dehp 3 port adapter broke off at the connection to the IV tubing causing a leak/inadequate delivery of medication. This occurred during a surgical procedure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed that the triple connector was broken (a luer connector broke off the adapter). The reported condition was verified. The cause of the condition could not be determined; however, a probable cause is due to user handling of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.